Event description:
It was reported that during preparation for a percutaneous coronary intervention (pci) with stent implantation the stent moved on the balloon. The lesion was located in the riva (ramus interventricularis anterior) artery. The promus element plus stent 16 x 3.5 mm was prepped and it was noticed that the stent moved on the balloon. A new promus element plus was used to complete the procedure. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device is combination product. (B)(4). Age at time of event: the patient was born in (B)(6). Device evaluated by MFR: the device was not returned for investigation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior patient contact. (B)(4).